Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of "high" and large ketones; specific value not provided. Customer experienced nausea and dehydration. The cause of bg was unknown. The customer delivered a bolus via the pump prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ER, as well as an unspecified medication for nausea and dehydration. Customer was discharged 3 hours later, (B)(6) 2024, with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.